Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Description of event: how was the device being used/what action was being performed when the event occurred? The specimen was put in the bag and as the bag was attempted to be closed the bead was caught in the introducer and "snapped off" inside the introducer. [Name] wrote "plastic stopper on endo catch snapped off the string bag. Jammed in plastic lumen of endo catch. Surgeon was [name]. Additional information received via email from [name] on 10 october 2022: the procedure that was being performed was a laparoscopic cholecystectomy. The patient was not harmed due to the devices fault. Patient status: the patient was not harmed due to the devices fault. Type of intervention: device was replaced

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bead detachment as the bead was detached from the cord loop. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the exact root cause of the reported event based on the evaluation of the returned unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Description of event: how was the device being used/what action was being performed when the event occurred? The specimen was put in the bag and as the bag was attempted to be closed the bead was caught in the introducer and "snapped off" inside the introducer. [Name] wrote "plastic stopper on endo catch snapped off the string bag. Jammed in plastic lumen of endo catch. Surgeon was [name]. Additional information received via email from [name] on (B)(6) 2022: the procedure that was being performed was a laparoscopic cholecystectomy. The patient was not harmed due to the devices fault. Patient status: the patient was not harmed due to the devices fault. Type of intervention: device was replaced.